Manufacturer narrative:
This user facility is outside of the united states. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show the lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under precautions, number 5 states, "intraoperative fracture or breaking of instruments has been reported. Surgical instruments are subject to wear with normal usage. Instruments, which have experienced extensive use or excessive force, are susceptible to fracture," and, "biomet recommends that all instruments be regularly inspected for wear and disfigurement." This report is 1 of 2 mdrs filed for the same event (reference 3002806535-2016-00314 & 00316).

Event description:
During a partial knee arthroplasty, the osteotome handle fractured. There was no patient injury or delay as a result of the event.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Review of manufacturing history revealed no evidence of product nonconformance and device likely left the manufacturer conforming to print. Examination of the returned device revealed heavy tarnishing with brown rust-type markings on the top of the instrument. The complaint is confirmed, as the handle was fractured. The most likely root cause of the event is excessive wear and tear and use of the device beyond its useful life.